Event description:
It was reported via legal documentation that a patient had an initial right total knee arthroplasty on (B)(6) 2021 and then approximately 1 year 11 months later they experienced a revision surgical procedure on (B)(6) 2022. Patient was revised to a competitor¿s devices. Revision operative report of (B)(6) 2022-preop diagnosis: mechanical loosening of internal right knee prosthetic join, osteolysis periarticular status post knee replacement, polyethylene wear, synovitis. Procedure: there was an effusion. There was synovitis noted without obvious signs of infection. The patella was examined and found to be stable. They performed a patelloplasty laterally. The femoral and tibial components were removed with a small amount of central bone loss on the tibial side around the flanges and no bone loss on the femoral side. In particular, in the posterior lateral region of the femur there was an osteolytic lesion of significant size with sclerotic margins consistent with osteolysis. Devices were trialed and then implanted. Sterile compressive dressing was applied. The patient taken to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. These devices are used for treatment not diagnosis. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral and tibial components to the bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.